Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left upper limb arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced over wire and was inflated twice at under 10-20 atmospheres. However, during the second inflation at under 22-24 atmospheres for 30-60 seconds, it was found that the pressure was reduced and the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter phone number: (B)(6). Device evaluated by MFR: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 34mm in length and extended from a position 7mm distal of the proximal markerband to 1mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found an inner shaft kink 18mm proximal from the distal markerband. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left upper limb arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced over wire and was inflated twice at under 10-20 atmospheres. However, during the second inflation at under 22-24 atmospheres for 30-60 seconds, it was found that the pressure was reduced and the balloon burst. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Initial reporter phone number: (B)(6).